Event description:
It was reported to olympus that no image was produced. The problem, as reported to olympus, was identified during inspection, prior to use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Additional evaluation findings are as follows: 1.) Deterioration or breakage of the distal end adhesive; 2.) Deformation or breakage of connector due to physical stress (handling problem) physical stresses due to drops and hits; 3.) Loss of scope ID information due to breakage of the ID board; 4.) E216 error due to electrical continuity error due to water invasion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: device manufacture date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.